Manufacturer narrative:
The investigation into the patient's access site bleeding (hematoma) has been completed. No product was returned. As per clinical patient had a hematoma at axillary impella site, and all other information was unknown. Pressure dressing done to achieve hemostasis and device was not explanted. The cause of the access site bleeding issue was not determined since product was not returned and due to insufficient clinical information.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 76-year-old male in st elevated myocardial infarction was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported the patient had a hematoma and the staff turned the systematic heparin off. The hematoma became stable.